Manufacturer narrative:
The suspect pump was returned for evaluation. Review of the event history log (ehl) identified a high alarm indicating ¿cassette locked but not latched.¿ the 12-month service history showed the device was last serviced on (B)(6) 2025. During visual and functional inspection, the device was unable to read the attached cassette; however, this issue was resolved after repairs. Calibration checks initially failed, and both dso and uso tests could not be performed due to the inability to detect the cassette, but these passed following repair. The complaint was confirmed through occlusion and latch lock testing, although the probable cause could not be determined. Corrective actions included replacement of the latch lock, latch lever, latch flex sensor, rear label, and keypad membrane. Post-repair testing included latch lock test, occlusion test, and dso/uso sensor calibration, all of which were successfully completed. The unit passed all recalibration and performance verification tests, software was updated to the latest revision, and the device was reset to standard configuration.

Event description:
It was reported that the pump did not detect when set was latched and it was found out during testing.